Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of new software release detected and incorrect pump model number in flash uncalibrated. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received constantly with an alarm, problem isolated to mother board. No alarm noted. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to constantly alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.